Event description:
On 6/5/86 device was implanted. On 8/4/92 the cylinders and pump were revised. On 9/26/96 the cylinders and reservoir were removed from the pt and replaced due to pt dissatisfaction -not enough fluid in 65ml reservoir.